Event description:
Additional information was received that the lv lead fracture was already noted prior to the procedure. However, they did not replaced the lead due to patient's life expectancy. The patient underwent a revision procedure for generator changeout and was not intended for a lead revision.no adverse patient effects were reported.

Manufacturer narrative:
----

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of 2000 ohms. There were no reports of other lead measurement or clinical observations. A revision procedure was done in which this lv lead was surgically abandoned and capped. This lv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.